Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (300 mg/dl). Customer moves her sites from side to side on her abdomen and reportedly may have inserted her infusion set into scar tissue. Pump passed sys check.